Manufacturer narrative:
(B)(4). Initially complaint reported against 1 screw; additional information indicates it should be 3 screws. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Original surgery performed on patient¿s left foot; the date of the original surgery was (B)(6) 2016. Revision surgery was performed on (B)(6) 2016. Implants removed include three 2.4mm cannulated screws; the patient was revised to three 3.0mm cannulated screws. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
This report is for one (1) unknown stainless steel 2.4mm cannulated screw. Without a valid part and lot number, the UDI is not available. Device implant date is unknown. It is unknown if the device has been explanted from patient. Device is not expected to be returned for manufacturer review/investigation. Unknown, as specific part and lot numbers for stainless steel 2.4mm cannulated screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an osteotomy foot surgery on an unknown metatarsal on an unknown date. Patient was originally implanted with one (1) stainless steel 2.4mm cannulated screw. It was noted on (B)(6) 2016 that the patient presented with an unknown allergic reaction to the implant. Revision surgery is scheduled for an unknown date. Surgeon will be removing the one (1) stainless steel 2.4mm screw and revising the patient to one (1) titanium 2.4mm screw. Revision surgery is scheduled for (B)(6) 2016. This report is for one (1) unknown stainless steel 2.4mm cannulated screw. This is report 1 of 1 for com-(B)(4).